Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the failure symptoms. Tested the overall operation. Test the zero pressure and found that the machine can work normally. Adjust the various settings of the machine to be in accordance with the standard. The machine can work normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1 initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during use cs100 intra-aortic balloon pump (iabp) zero pressure is not working. No injuries or deaths.